Event description:
My daughter has epilepsy and she has the vns therapy model 106. I am very concerned because I found out there has been several recalls on this model number. Since she has had the device implanted, (B)(6) 2018, she has been diagnosed with tachycardia. They really haven't done many tests on her through her heart doctor, but we do have an appt coming up soon. Never had tachycardia until the vns was implanted. FDA safety report ID# (B)(4).